Event description:
It was reported that following the implantation of an elevate anterior, the patient experienced pelvic pain. The patient reported having pain during intercourse in the deep vaginal cuff. It was noted that the patient had her transobturator sling released on (B)(6) 2015. The event was considered not recovered/not resolved (continuing). Additional information was requested if received, a follow up report will be sent.